Manufacturer narrative:
B3: september 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe was broken and leaking. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
G1 address: corrected. H6: codes were updated. One device was returned for investigation. It was reported that skiving of the syringe shoulder was observed. In addition, the syringe barrel was observed to be cracked. The damage was observed to result in an opening in the syringe body which will cause a leak during use. No other damages or anomalies were observed. The complaint of leakage can be confirmed. The probable cause is due to a manufacturing error. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.